Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be reproduced. A definitive root cause of the issue could not be determined, however, it is possible that the image function issue was the result of serious damage to the light guide (ig) bundle due to user handling methods. The event may be prevented by following the instructions for use which state: ¿warnings and cautions¿ ¿¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation could not be confirmed. The device evaluation found a pinhole on the channel tube which caused a loss of air/water tightness and breakages within the image guide bundle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis eus ultrasound bronchofibervideoscope was not producing an image. The issue was found during preparation for use in an unknown procedure, which was completed with a similar device. There were no reports of patient harm.